Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor home switch. Unable to confirm e70 alarm due to motor error alarm also, unable to complete functional test including rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests due to motor error alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 8320 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to high blood glucose and dehydration. Customer was hospitalized for five days and was treated with manual injection. Customer was off insulin pump for a few hours at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump received a motor error alarm. During troubleshooting, customer was not able to rewind. Customer was advised that insulin pump would need to be replaced.